Event description:
The event was specified to be ongoing.

Event description:
Additional information received reported there was no cerebrospinal fluid (csf) leak noted on (B)(6) 2013. It was noted the culture was taken from the lumbar wound and this was the location of the infection. It was also reported the csf leak was related to the old catheter and surgical observation on (B)(6) 2013 noted the previous catheter (the one that broke during the prior revision) to be patent and the source of the spinal fluid leak. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information later reported the outcome as ongoing with no further action needed.

Event description:
Additional information later reported lumbar wound infection secondary to catheter break and csf leak.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information was received and it was reported that the patient had a lumbar wound infection. The severity of the event was noted to be ¿moderate¿. Additional information was received and it was reported that during the surgical revision on (B)(6) 2013 there was no signs of csf (cerebrospinal fluid) leak around the new/existing catheter. The patient¿s outcome was changed to ¿resolved with sequela as of (B)(6) 2013; the sequela was noted to be ¿lumbar wound infection¿. The following information was previously reported in manufacturer¿s report # 3004209178-2014-06458: [it was reported the entire system was explanted on (B)(6) 2014 without replacement due to an infection. The patient outcome was resolved without sequelae on (B)(6) 2014. It was noted the event was related to the device or therapy and unrelated to the implant procedure. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.] It was later determined that the information was part of the event information for this manufacturer¿s report. Any additional information received regarding this event will be reported in this manufacturer¿s report

Manufacturer narrative:
.

Event description:
Additional information later reported during implant procedure both the lumbar incision and pump pocket incision were irrigated with copious amounts of antibiotic containing solution as well as hydrogen peroxide 3% and a gram of vancomycin powder prior to closure of these incisions. It was noted that the patient did not have meningitis. The patient was treated with IV antibiotics upon hospital admission.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was initially reported that the patient experienced a cerebral spinal fluid leak and a headache for three days. A catheter break was reported. The device system delivered morphine. It was further reported that the old catheter broke during replacement. The catheter noted to remain in soft tissue due to the risk being greater than a benefit to the patient at the time if removal was attempted. It was further reported that surgical observation noted the old catheter had broke and no csf noted on (B)(6) 2013 and examination/palpation also noted no csf on (B)(6) 2013. The patient was admitted to the hospital as an in-patient with intravenous antibiotics on (B)(6) 2013. The patient headache worsened with sitting up. The pain level was reported a 10/10 in the low back and lower extremities and diaphoresis also occurred. On (B)(6) 2013 examination noted the lumbar incision poorly approximated with edema and clear drainage. The supragluteal incision also had edema. The wound culture was positive for enterococcus, wound infection, also on (B)(6) 2013. A surgical observation was now reported that the csf leak was at the previous catheter site and a pump pocket seroma. Interventions included a surgical revision in which the previous catheter was removed, the closure of the csf leak and ¿I and d¿ of the wound on (B)(6) 2013. There was a normal pump check of the current catheter on (B)(6) 2013. The medication adjustment was made as the antibiotics were changed to cipro 500 mg by mouth twice daily for ten days on (B)(6) 2013. Examination/palpation with diagnostic results being the pain was controlled; the incisions had no signs or symptoms of infection and there were no signs or symptoms of a csf leak. The issue was resolved without sequelae on (B)(6) 2013. The etiology was noted as the catheter being related to the device or therapy and related to the implant procedure.